Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device misfired. It is unknown how the case was completed. It is unknown about pt consequence.